Event description:
Customer reported a light anesthesia case. There was reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be slightly high to manufacturing specification. Upon inspection of the rotary valve and valve plate, scratches were found similar to scratches caused from debris dislodged from the sintered inlet filter. A cleaning operation has since been added to the sintered inlet filter to further reduce scratching of the rotary valve and valve palte.